Event description:
It was reported to boston scientific through a publication in the world journal of urology that a retrospective, multicenter, matched-pair study was conducted to evaluate the safety and efficacy of rezum water vapor therapy compared to transurethral resection of the prostate (turp) in the management of catheter-dependent urinary retention secondary to benign prostatic hyperplasia (bph). A total of 81 patients underwent rezum water vapor therapy procedures. The following complications were reported during and following the rezum procedures: 2 cases of intraoperative bleeding and 8 cases of failed trial of voiding (tov) as perioperative complications; and 12 cases of postoperative urinary retention, 6 cases of recurrent hematuria, 3 cases of retrograde ejaculation, 2 cases of urinary tract infection, and 4 cases of temporary urge incontinence. Regarding the 12 patients developed urinary retention after successful first tov following catheter removal, including 10 patients whose catheters were removed 4 to 7 days postoperatively, and 2 patients who developed retention during urinary tract infections at 3 and 4 weeks post catheter removal. These patients required re-catheterization for 7 to 14 days, and all voided well after catheter removal. All complications resolved by the 3-month follow-up.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI)# and other product specific information. If additional details become available, a supplemental report will be submitted. Tayeb, w., azhar, r. A., subahi, m., munshi, s., qarni, a., bakhsh, a., sejiny, m., almohaisen, t., alammari, a., & elkoushy, m. A. (2024). Rezum water vaporization therapy versus transurethral resection of the prostate in the management of refractory urine retention: matched pair comparative multicenter experience. World journal of urology, 42(48). Https://doi.org/10.1007/s00345-023-04739-8. The device is not available for analysis; therefor, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.